Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('worst pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), spinal stenosis ("essure caused spinal stenosis"), nerve injury ("nerve damage on the left side"), arthritis ("calcium and arthritis so bad they had to scrape my knuckle down"), scar ("scar tissue"), osteomyelitis ("now have an infection osteomyelitis in my spine") and muscle spasms ("back spasms") and was found to have oral neoplasm ("I had a wisdom tooth removed and have had two tumors develop in its place"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, spinal stenosis, nerve injury, arthritis, oral neoplasm, scar, osteomyelitis and muscle spasms outcome was unknown. The reporter considered arthritis, muscle spasms, nerve injury, oral neoplasm, osteomyelitis, pelvic pain, scar and spinal stenosis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- fu 1, fu 2, fu 3 proceed togethercase become incident new events I had a wisdom tooth removed and have had two tumors develop in its place, scar tissue,now have an infection osteomyelitis in my spine. Reporter was added. On 23-mar-2020: social media received- fu 1, fu 2, fu 3 proceed together. Reporters were added. No new clinical information. On 23-mar-2020: social media received- fu 1, fu 2, fu 3 proceed together. New event back spasms, worst pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('worst pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), spinal stenosis ("essure caused spinal stenosis"), nerve injury ("nerve damage on the left side"), arthritis ("calcium and arthritis so bad they had to scrape my knuckle down"), scar ("scar tissue"), osteomyelitis ("now have an infection osteomyelitis in my spine"), muscle spasms ("back spasms"), post procedural infection ("infection nos"), back pain ("lumbar damage") and blister ("face was blistering") and was found to have oral neoplasm ("I had a wisdom tooth removed and have had two tumors develop in its place") and smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, spinal stenosis, nerve injury, arthritis, oral neoplasm, scar, osteomyelitis, muscle spasms, post procedural infection, smear cervix abnormal and blister outcome was unknown and the back pain had not resolved. The reporter considered arthritis, back pain, blister, muscle spasms, nerve injury, oral neoplasm, osteomyelitis, pelvic pain, post procedural infection, scar, smear cervix abnormal and spinal stenosis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : reporter added. Event added as post procedural infection and back pain on (B)(6)2020: social media received. New events abnormal pap, face was blistering was added. Reporter was added. On (B)(6)2020: this case found to be duplicate of case (B)(4), hence this case (B)(4), should be deleted from argus central. All information reporter¿s information, events,was transferred to retention case (B)(4), . Reference details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.